Event description:
It was reported that the caller experienced a cgm error 42 while using a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing information on how to reset the pump, and after the reset, the pump did not display the cgm error again.